Manufacturer narrative:
Per report, " customer called in stating blood pressure monitor is giving an error message. I was using the device to take my blood pressure. It would start to pressurize the cuff and then stop about 50 pounds or less. It the said "error". It did not give an error code. I removed all of the batteries and tested each of them individually. They all tested good." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, " customer called in stating blood pressure monitor is giving an error message."